Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The technical service representative (tsr) explained the alarms and had the caregiver (cg) cycle the power. The caregiver (cg) stated that the hp disconnected to use the restroom and did not press stop when he did. The hp reconnected and that was when the alarm sounded. The tsr explained that the cg would need to start over with new supplies and advised the hp to call the nurse in the next 24 hours and let her know what had happen. The cg understood the explanations, cleared the alarm and would start over with new supplies and would call the nurse. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn did not know of any injuries or medical issues that could be related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. The pdrn would talk to the hp about the reported alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated that the home patient (hp) disconnected to use the restroom and did not press stop when he did. The hp reconnected and that was when the alarm sounded. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.